Event description:
It was reported that the user experienced issues with receiving alarms, specifically an "alarm 25" for over four weeks, indicating a cartridge was removed during pumping when it had not been. Mostly occurring at night while the user was asleep, despite insulin being present in the cartridge and the user following troubleshooting steps. The user followed all specifications and did not remove the cartridge while pumping. There was no reported impact to the customer¿s blood glucose level. As a corrective action, tandem agreed to replace the pump, which was under warranty, and provided instructions for returning the problematic pump and transporting the new one. The customer chose not to disclose the type of backup insulin therapy they would use to ensure continuous delivery.